Event description:
The service report shows that during incoming eval it was noted that pressure limit exceeded its specification by more than 10%, and the leak test also failed. The npb service technician inspected the device and adjusted the conical spring. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.